Event description:
It was reported by the customer that during a procedure, the battery case was determined to be loose/broken, and falling off when pulled out. If the holder were to fall into a surgical site it could cause infection or patient harm. There was no known patient involvement or procedural delays associated with the event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported by the customer that during a procedure, the battery case was determined to be loose/broken, and falling off when pulled out. If the holder were to fall into a surgical site it could cause infection or patient harm. There was no known patient involvement or procedural delays associated with the event.